Event description:
It was reported the pt had difficulty communication with the receiver using the transmitter. In addition, the amplitude button had to be pressed hard in order to receive a response. A replacement transmitter was sent to the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.